Manufacturer narrative:
(B)(4). The complaint mr290vx vented autofeed humidification chamber has only recently been returned to fisher & paykel healthcare and is currently being investigated. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the returned mr290vx vented autofeed humidification chamber was pressure tested and immersed in a waterbath to check for leaks. Results: pressure testing revealed that the chamber was leaking. Immersion in a waterbath showed the location of the leak to be evenly spread around the seal between the chamber dome and aluminium base. A lot check revealed no other complaints of this nature for lot number 100808. Conclusion: every mr290 chamber is pressure tested to 200cmh20 following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. We are unable to determine the root cause of the reported fault. As all mr290 chambers are visually inspected following pressure testing, this suggests the leak developed post production. The mr290 user instructions provide the following warnings. "Do not use the chamber if the seals are not intact when received, or it has been dropped". "Set appropriate ventilator alarm". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290vx vented autofeed humidification chamber leaked before patient use. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr290vx vented autofeed humidification chamber leaked before patient use. No patient consequence was reported.